Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The following was published in the journal of cardiology cases 16 (2017) 22-25. During a pulmonary vein isolation (pvi) procedure for paroxysmal atrial fibrillation, a pericardial effusion occurred. Eight months following the pvi, exertional dyspnea appeared. Transthoracic echography confirmed a pericardial effusion for which a pericardiocentesis was performed to stabilized the patient. The patient was followed and discharged. The cause of the pericardial effusion remained unknown.